Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).

Event description:
It was reported that a low out of range impedance value of 96 ohms was read on electrode pair 2,3. All other electrode pairs were within normal range. The reporter stated that the shorted electrode pair was recognized a year prior to the report and the patient was previously programmed around that. However, the patient was recently programmed using this particular electrode pair. The patient's system was reportedly x-rayed a year prior to the report but the reporter was unsure of the results. If additional information becomes available, a follow-up report will be submitted. Refer to manufacturer's report # 3007566237-2013-01398 for additional patient information.